Event description:
Prior to implant, they were able to aspirate the reservoir, but unable to fill it past 20 ml. They were able to get 36 or 37 ml of water out of the pump before filling. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).